Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the procedure was an acdf, and uniplate was used. The torque handle is damaged and caused the torque to snap while carrying out the final tightening. The procedure was delayed by 5-10 minutes as we had to source another kit and use the handle and shaft from there. Didn¿t affect the patient outcomes though and the patient wasn¿t harmed in the process. This was also not a clinical trial. The surgeon went to final tighten the cam loc on the plate and he torque handle normally clicks to let him know he¿s turned it enough - this failed to happen causing the shaft to snap into the lock. Concomitant device reported: unknown screws (part#: unknown, lot#: unknown, quantity: 1). This complaint involves two (2) devices. This report is for one (1) uniplate anterior cervical plate system. This report is 2 of 2 for (B)(4).